Event description:
It was reported that the orbital lock on the 8800 system would not hold during a case. The procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The lock was adjusted during the svc call. The system was tested and found to be working as intended, and put back into svc.